Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a stopper function issue occurred during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter. "As nurse was obtaining blood specimen collection with a green top tube and pulling the full specimen out of the vacutainer barrel the top of the tube "exploded off' and exposed the nurse to the patient's blood."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a stopper function issue occurred during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, "as nurse was obtaining blood specimen collection with a green top tube and pulling the full specimen out of the vacutainer barrel the top of the tube "exploded off' and exposed the nurse to the patient's blood."